Event description:
The user reported that the monitor would not power up. There was no pt harm involved. The problem was found to be an inoperative on/off switch. There was also a failed integrated circuit (u404) in assembly. It is possible (but not confirmed) that the failed ic contributed to the loss of power. The event is not occurring more frequently or with greater severity than is usual for the device.